Manufacturer narrative:
First, the manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. After its receipt, the pacemaker underwent an electrical incoming goods inspection. The clinical observation was confirmed, the battery status eri had been displayed since (B)(6) 2017. A detailed memory analysis of the implant identified damaged memory content, which was automatically detected and corrected by the implant. Due to the kind of the damage to the memory content, the battery status eri was activated. It is not reset automatically. However, the battery was definitively not discharged. The pacemakers capability to provide therapy was tested. Both the antibradycardic output signal and the signal sensing were normal. The pacemaker showed specification-conforming behavior in regard to its therapy function. The battery status eri was reset in the further course of the analysis. After that, a remaining operating time of more than twelve years was displayed. The pacemaker functioned according to expectations. In summary, the analysis of the pacemaker identified damaged memory content, which led to the clinical observation. The cause for the damaged memory content could, however, not be determined. It cannot be ruled out that the observed behavior might have been triggered by external influences, such as strong electromagnetic radiation. There was no material defect or manufacturing error.

Event description:
Ous MDR - this device was explanted after about four years and replaced due to battery depletion. An event or explant date was not provided.